Event description:
It was reported that the patient was a control group patient who received a c5-c6 and c6-c7 bi-level anterior cervical discectomy and fusion with cortical ring allografts and a cervical plate system. Approximately 61 months postoperatively, the patient continued to experience occasional right hand numbness and weakness with neck pain. The patient treated symptoms with over-the-counter (otc) medications. It was noted that the patient did not return to this clinic for any further follow ups. The patient had no changes in symptoms and the event was considered a chronic condition. No further information was provided.

Event description:
It was reported that approximately 22 months postoperatively, the patient's previous cervical spine symptoms returned including right hand numbness/weakness and neck pain. An MRI and x-ray were ordered. Treatment included vicodin, advil, and muscle relaxant. Approximately 24 months postoperatively, cervical spine MRI revealed "moderate to marked spondylosis and post surgical changes from c5-c7". At the 36 month postoperative evaluation, the patient's pain reportedly persisted but no treatment was provided. No further information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.